Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, the tip of the unit melted. It was further reported that another unit was available for use and the procedure was completed successfully. There were no reports of any adverse consequences to the patient.